Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken, missing. A microscopic analysis was performed which identify broken sharp. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a broken sharp assessed as unidentified (tear) opening. Missing piece of the shell assessed inconclusive.

Event description:
Physician reported "implant rupture". Confirmed by ultrasound. Device has been explanted and not replaced. This relates to the right side.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported "implant rupture". Confirmed by ultrasound. Device has been explanted and not replaced. This relates to the right side.